Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl (280 mcg/ml at 114.43 mcg/day) and bupivacaine (20 mg ml at 8.174 mg/day) via an implanted pump for an unknown indication for use. It was reported that the patient had a return of pain. There were no environmental/external/patient factors to report. A dye/rotor study was done on (B)(6) 2024. The study showed normal rotor function, however the catheter function was inconclusive. The catheter aspirated with no difficulty but flushing of dye did not show obvious flow at the catheter tip. The patient would be sent for catheter revision/replacement but it had not been scheduled yet. Surgical intervention was planned but not yet scheduled. The issue was not resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2022, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 11-feb-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-04-12 e1 (hcp/rep): additional information received from a healthcare provider (hcp) via a company representative (rep) stated that the catheter revision has not been scheduled yet. There is no additional information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from a healthcare provider (hcp) and company representative (rep). Reporting, that the patient had their catheter replaced (B)(6) 2024. The distal end and majority of the old catheter was tied off. The issue was resolved.